Event description:
Olympia ic launch clinical trial #0397-171. It was reported that 80 days post index procedure, the patient experienced a target vessel revascularization (tvr) due to in-stent restenosis. The index procedure treated a de novo lesion in the distal right coronary artery (rca). The lesion was 3 mm wide, 16 mm long, and 90% stenosed. There was severe calcification. The physician direct stented the lesion with a 3.0 x 20 mm taxus liberte stent. Resdiual stenosis was 20% post dilatation. The patient was discharged one day post procedure receiving aspirin and plavix. On day 80, the patient experienced 100% proximal edge in-stent restenosis in the distal rca stent. The patient underwent percutaneous coronary intervention with an angioplasty. The outcome is listed as unknown, with residual stenosis remaining at 100%. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is a possible relationship of tvr to the taxus liberte stent. Further clarification on patient condition has been requested. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8395678 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.